Event description:
It was reported that the patient experienced diaphragmatic stimulation from the ventricular lead. The patient described it as "pain in the chest that runs down to my diaphragm and up into my shoulder". Computed tomography scan was done and the lead was noted to be in the diaphragmatic space. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.